Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-09. H6: investigation summary: bd received a 27 gauge wing needle set device from lot 1039325 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that there was glue at the cannula/wing junction but the cannula also appeared to be broken. Based off the visual inspected the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the wing placement procedure. The manufacturing facility has been notified of this incident and the findings. Steps have already been taken to correct this issue and the manufacturing equipment has been inspected to ensure that it is working as intended.

Event description:
It was reported that 27g x 0.75in (0.4 x 19 mm) asepto had a broken needle. The following information was provided by the initial reporter: " the customer doesn't know when happened, the employee tested the wing set prior the use and it broke during handling before being inserting into patient. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 27g x 0.75in (0.4 x 19 mm) asepto had a broken needle. The following information was provided by the initial reporter: '' the customer doesn't know when happened, the employee tested the wing set prior the use and it broke during handling before being inserting into patient. "